Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve in the desired location, the discharge echocardiogram showed a right ventricular outflow tract (rvot) gradient of 23 millimeters of mercury (mmhg). Approximately five years, six months following the implant the patient was reported to have severe pulmonary valve stenosis with a gradient of about 40 mmhg. It was noted the patient's gradients remained stable over the past twelve months. A magnetic resonance imaging was performed and was negative for significant pulmonary regurgitation. The patient was restarted on a non-steroidal anti-inflammatory drug medication and a direct oral anticoagulant. The patient will follow up every six months for an echocardiogram "surveillance". No symptoms were reported. No adverse patient effects were reported.